Event description:
It was reported that a malfunction occurred. During trouble shooting with tandem technical support, the customer reset the pump and the settings were erased. Ultimately, another malfunction occurred. The customer's blood glucose level was 175 mg/dl. Reportedly, the customer reverted to insulin shots for insulin therapy.